Manufacturer narrative:
A ge representative evaluated the system and replaced the generator. System operates as intended.

Event description:
Customer reported, the system was unstable and had generator problems. No patient injury was reported.